Event description:
It was reported that there was a pump problem, as there was an alarm heard and confirmed by telemetry. The alarm was confirmed to be a critical alarm, and was due to zero ml reservoir volume reached. The pump was filled with saline last week ((B)(6) 2015), as the health care provider (hcp) had to order the drug. It was noted that a bridge was performed. The patient was at the hcp office on the date of this report to have the pump filled. The hcp did not realize that the patient was still getting the dilaudid during the time of the bridge, as the patient was given fentanyl patches and oral medication, and was probably getting too much. Calculations determined that the pump was still dispensing dilaudid 5mg/ml on the date of this report. The pump update on (B)(6) 2015 showed that the calculation of the flow rate of 0.05 ml/day during the bridge, which meant that 0.3083 ml of saline had been pushed into pump tube and catheter since the bridge was performed. It was noted that if the pump was filled with dilaudid 5mg/ml on the date of this report, that at the programmed rate the patient would receive drug from the bridge for roughly 4 more days and then saline for 6 days. The hcp thought that they would cover the patient with orals medication or patches for those 6 days, and continue the bolus that was programmed on (B)(6) 2015. It was later reported, that the patient did not experience symptoms or withdrawal, just the low reservoir alarm. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).